Event description:
Possible atrial over sensing noted on stored egms see episode 148. Device also appears to be occasionally undersensing on atrial lead during at/af event(s). Atrial undersensing during at/af detected event(s) does not appear to impact the device function or performance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).